Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that diagnostics were run due to a typically seizure-free pt having a seizure. The results of the systems diagnostic test gave a high impedance reading. X-rays were taken and reviewed by the physician, no lead breaks were found. Revision surgery is planned.